Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, vibrator and battery tube assembly. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, stained end cap sticker and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 200 mg/dl. The customer stated that the device might have been exposed to sweat because they had the device in their bra. Also, the customer stated that when she took of the battery cap there was oil because they had body oil on. After placing the batteries back the device alarmed button error. The discontinuation of the device was advised. Nothing further was reported.